Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date is an approximate based on the range the procedures were performed. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: health care facility: (B)(6). Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1315 captures the reportable event of hydronephrosis. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f0801 captures the reportable event of intensive care. Literature source:katsimperis, s., tzelves, l., feretzakis, g., bellos, t., deligiannis, p., skolarikos, a., papatsoris, a., mitsogiannis, I. Improving surgical outcome reporting in lithiasis surgery: a comparative analysis of comprehensive complication index and clavien-dindo classification. Canadian journal of urology. Urol 2025;32(4):271-282. Https://doi.org/10.32604/cju.2025.066395.

Event description:
It was reported via an article published in the canadian journal of urology that a study was carried out through improving surgical outcome reporting in lithiasis surgery: a comparative analysis of comprehensive complication index and clavien dindo classification. This prospective non interventional study took place from october 2022 to october 2024 at the university urology department in a tertiary hospital where the lithovue? Single use digital flexible ureteroscopes were used for url procedures. Data collection involved patients diagnosed with kidney stones via plain kub (kidney, ureter, bladder) and/or computed tomography (CT) scan, who underwent one of the following three procedures: a total of 211 patients underwent url. The occurrence of complications was assessed using the clavien dindo classification. A total of 8, 7 and 4 different types of complications occurred in the url. The most common complication for patients who underwent url was pain (101 out of 211 patients, 47.87%), followed by urinary tract infection (uti) (37 out of 211 patients, 17.54%). Severe complications such as sepsis were observed in 12 patients (5.69%). The analysis of complications indicated that url was linked to a higher frequency of low-grade complications such as pain and minor bleeding, which were generally manageable without the need for significant intervention. The study concluded that the comprehensive complication index (cci) provides a more comprehensive and cumulative assessment of postoperative morbidity than the clavien dindo system, particularly for more invasive procedures such as pcnl. Clinical factors including bmi, stone size, and positive urine culture were identified as predictors of complication severity. The authors emphasized the need for standardized reporting frameworks and larger multicenter studies to further refine complication assessment in endourology.

Event description:
It was reported via an article published in the canadian journal of urology that a study was carried out through improving surgical outcome reporting in lithiasis surgery: a comparative analysis of comprehensive complication index and clavien-dindo classification. This prospective non-interventional study took place from october 2022 to october 2024 at the university urology department in a tertiary hospital where the lithovue? Single use digital flexible ureteroscopes were used for url procedures. Data collection involved patients diagnosed with kidney stones via plain kub (kidney, ureter, bladder) and/or computed tomography (CT) scan, who underwent one of the following three procedures: a total of 211 patients underwent url. The occurrence of complications was assessed using the clavien-dindo classification. A total of 8, 7 and 4 different types of complications occurred in the url. The most common complication for patients who underwent url was pain (101 out of 211 patients, 47.87%), followed by urinary tract infection (uti) (37 out of 211 patients, 17.54%). Severe complications such as sepsis were observed in 12 patients (5.69%). The analysis of complications indicated that url was linked to a higher frequency of low-grade complications such as pain and minor bleeding, which were generally manageable without the need for significant intervention. The study concluded that the comprehensive complication index (cci) provides a more comprehensive and cumulative assessment of postoperative morbidity than the clavien dindo system, particularly for more invasive procedures such as pcnl. Clinical factors including bmi, stone size, and positive urine culture were identified as predictors of complication severity. The authors emphasized the need for standardized reporting frameworks and larger multicenter studies to further refine complication assessment in endourology.

Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date is an approximate based on the range the procedures were performed. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: health care facility: second department of urology, national and kapodistrian university of athens, sismanogleio hospital block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1315 captures the reportable event of hydronephrosis. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f0801 captures the reportable event of intensive care. Literature source: katsimperis, s., tzelves, l., feretzakis, g., bellos, t., deligiannis, p., skolarikos, a., papatsoris, a., mitsogiannis, I. Improving surgical outcome reporting in lithiasis surgery: a comparative analysis of comprehensive complication index and clavien-dindo classification. Canadian journal of urology. Urol 2025;32(4):271-282. Https://doi.org/10.32604/cju.2025.066395. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of hematuria, pain, hydronephrosis, infection, urinary tract and sepsis were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Therefore, an investigation conclusion code of known inherent risk of device was assigned to this investigation.